Event description:
It was reported to philips that the device was not booting up. The system was the outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.